Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the first deployed clip possibly detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The patient presented with posterior leaflet 2 (p2) flail and frail/friable leaflets. The first clip delivery system (cds 60701u138) had difficulty grasping the leaflets due to anatomy. After a successful grasp, leaflet assessment was performed satisfactorily and the clip was deployed without issue. A second mitraclip was implanted medial to the first without issue. Following, it was noted that the 1st implanted mitraclip possibly detached from the posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). Per the physician, the patient had friable leaflets, contributing to the possible detachment. As treatment, a third mitraclip was successfully implanted, reducing the mr to 2+. There was no additional patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology due to flailed posterior leaflet and frail/friable leaflets. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional mitraclip was implanted for treatment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.